Event description:
The customer obtained falsely depressed sodium results while using the architect c4000 analyzer. On (B)(6) 2022 sample ID (B)(6) generated 118 and 116 mmol/l. The patient was tested at an alternate facility (method unknown and generated 139 mmol/l. On (B)(6) 2022 the customer retested the sample and obtained 143 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained falsely depressed sodium results while using the architect c4000 analyzer. On (B)(6) 2022 sample ID (B)(6) generated 118 and 116 mmol/l. The patient was tested at an alternate facility (method unknown and generated 139 mmol/l. On (B)(6) 2022 the customer retested the sample and obtained 143 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The investigation included review of the complaint information, complaint activity, trending data, labeling data and device history records. Return testing was not completed as returns were not available. Review of complaint and trending data for the ict diluent, which was in use on the architect c4000 did not identify any issues or trends. Review of device history records did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the complaint issue. Investigation testing was not completed as the repeat test produced the acceptable result. In addition, the quality control was acceptable during the falsely depressed result. This indicates the assay was performing as expected. Based on the investigation, no systemic issue or deficiency of the ict diluent on the architect c4000 analyzer.